Manufacturer narrative:
Submit date: 8/25/2017.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the unit had no audible alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audible alarm. The unit was triaged and the condition of no audible alarm was confirmed. The unit was then disassembled and corrosion was found on the north part of pcb, which include almost all the components of buzzer circuit and it is consider to be the root cause of failure. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.